Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures concomitant products: carto 3 system: model #:m-4800-01, serial #:(B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Coolflow pump: model #: m-5491-02, serial #:(B)(4). St. Jude crd2: 5.coronary sinus 7f, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure while mapping on the left side of the heart close to the left ventricular outflow tract (lvot), the atrioventricular (av) node was accidently ablated and the patient developed a complete heart block. A pacemaker was inserted and the patient recovered. The patient was sent to observation. Additional clarification was requested on the event, but no additional information has been received.